Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient has right hip pain. Surgeon thinks the accolade tmzf stem was potted distally during primary surgery.

Manufacturer narrative:
An event regarding incorrect selection involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review by a clinical consultant noted: the symptom of pain is rather generic and fits a multitude of problems. The provided lateral x-ray of the hip does not show any relevant pathology. Cup position is adequate for anteversion although inclination measurement requires an ap x-ray. The problem of so called ¿potting¿ of the distal stem is not evident on the x-ray but likely requires also an ap view for closer evaluation. As such, I cannot do very much with this info to solve the problem present. More info is needed to solve this case. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant could not confirm the event or root cause. Additional information including the return of the device, operative reports, progress notes and additional x-rays are needed to fully investigate the event. If further information and/or the device becomes available this investigation will be re-opened.

Event description:
Patient has right hip pain. Surgeon thinks the accolade tmzf stem was potted distally during primary surgery.